Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. During interrogation, the implantable cardioverter-defibrillator reverted to back-up reset due to a failed cybersecurity update. It was believed the failed update was due to loss of telemetry caused by a slight movement of the wand. The device was reprogrammed to address the back-up reset. The patient was stable.